Event description:
Legal claim alleges the patient was revised and will be revised again. **update** received der: patient was revised to address metalosis. **update** (B)(6) 2011 - litigation papers received. They provided additional information that allowed us to find invoice for the left side. Head and cup for left side have been added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received for the left hip on (B)(4) 2013. Revision operative report for the left hip indicates the following: significant amounts of cloudy serous fluid with a gray tinge; tissues in the peritrochanteric space, around the abductors and trochanter had a rind of tissue ; external rotators and posterior capsule had been broken down with previous posterior repair completely disrupted; pseudo-tumor appearing material in the inferior part of the joint. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.